Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter and stretched coils were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a target lesion in the proximal right coronary artery (rca), the balance middleweight (bmw) guide wire met resistance with the non-abbott dilatation catheter as the device was advanced. An attempt was made to remove the bmw guide wire was made; however, the guide wire coils began to stretch. The guide wire and non-abbott dilatation catheter were easily removed as a single unit. No portion of the guide wire remained in the patient anatomy and there were no adverse patient effects. There was no clinically significant delay. No additional information was provided.